Manufacturer narrative:
There are no previous complaints on the device. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing where it was detected the pump's performance fell outside the acceptable range for the flowrate %. Consequently, it necessitated an adjustment to the pump's flowrate %. It was confirmed the recalibration addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On 08/07/2024, zyno medical received a report that during the preventive maintenance (pm), the device was reported to have a flow rate issue. Flow rate testing failed due to a 5% deviation, which does not meet the standard rate of +/- 4.5%. No report patient was involved.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. The flow rate failure that was reported does not fit the criteria of a complaint, as it failed at (B)(4). According to z-800f instructions for use. P/n 800f-IFU-2602, rev. O. The passing specification is +/- 5%. Reference to complaint #(B)(4).